Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and insulin pump no delivery alarm. Customer's blood glucose value was 40 mg/dl at the time of the incident. Customer reports alarm did not occur during manual prime. The customer was treated with carbohydrates. The device will not be returned for analysis.